Event description:
It was reported that during the attempted implant of a 34 millimeter (mm) transcatheter valve in a previously implanted 29 mm non-medtronic surgical aortic valve, multiple deployment attempts were performed; however, the valve dislodged into the left ventricular outflow tract (lvot) at a depth of 6 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc) during each deployment attempt. Subsequently, the system was withdrawn from the patient and a 29 mm non-medtronic transcatheter valve was implanted valve-in-valve. Per the physician, the surgical aortic valve, large aneurysmal root, flared lvot, and depth of implant contributed to the dislodge/positioning difficulties. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that, for the first few deployment attempts, the mid pigtail was used as the deployment starting point. Subsequently, the surgical aortic valve frame was used as reference. However, the valve continued to dislodge and was subsequently withdrawn from the patient. It was noted that a lunderquist guidewire was used during the procedure.